Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a itchy irritation on her back under the right therapy electrode pad that looks like a burn-mark. The patient was in the hospital and notified the doctor of the irritation. The doctor applied a cream but the irritation has remained the same and did not improve. The outcome of the irritation is not known.